Event description:
Customer reported "not feeling well" with blood glucose result of 168 mg/dl obtained on the aviva system. Customer went to the fire station and passed out en route to the hospital approximately 4-5 hours following blood glucose result of 168 mg/dl. Blood glucose result on hospital meter was 998 mg/dl and customer was treated with intravenous antibiotics and saline. Customer was hospitalized for an indeterminate amount of time. Requested return of suspect device, however, customer no longer had the test strips; replacement was sent.